Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the calcified left anterior descending artery. A 6mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, intravascular ultrasound showed that the mid lad had stenosis and calcified. Then, 2.25x10mm non boston scientific balloon was used but it burst. Then, the 6mmx2.25mm wolverine coronary cutting balloon was used; however, the balloon burst when pressure was applied. The procedure was completed with another of the same device. No patient complications reported and the patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination of the balloon identified no damages. The device was returned with a product mandrel. A visual and tactile examination identified hypotube kink 28cm distal to the distal end of the strain relief. The shaft polymer extrusion had no kinks or damages. A detailed microscopic examination of the balloon material identified pinhole in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. Examination of the hypotube shaft identified hypotube kink 28cm distal to the distal end of the strain relief. The device was attached to an encore inflation unit. A pinhole was located in the proximal section of the balloon when inflating to rated burst pressure of 12 atmospheres. The encore device was verified before and after use using the druck gauge. No other device issues were identified during returned product analysis.

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the calcified left anterior descending artery. A 6mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, intravascular ultrasound showed that the mid lad had stenosis and calcified. Then, 2.25x10mm non boston scientific balloon was used but it burst. Then, the 6mmx2.25mm wolverine coronary cutting balloon was used; however, the balloon burst when pressure was applied. The procedure was completed with another of the same device. No patient complications reported and the patient was stable post procedure.